Event description:
Sometimes in 2008 at 3:45 am the micu central monitoring system went down. "No bed signal" appeared on the monitor screen. Nursing staff had attempted to reboot the system without success. Patients were monitored using the bedside system with alarms on and audible by staff. The aod was requested to call biomed engineering to repair the monitors. At 4:30 am biomed on-call staff spoke with ICU staff to determine if a reboot was attempted. Biomed then placed a call to the contract service representative for assistance. At 5:30 am the service representative requested the ICU staff to reboot the system again which was unsuccessful. The representative reminded the staff to check the bedside alarms and estimated time of arrival was 1 1/2 to 2 hours. The representative arrived at 6:45 am to begin work on the central monitor system. Repairs were completed at 11:45 am. At 7:10 am a nurse went into a patient's room and called out, "get the crash cart, call a code." A pt with significant chf, cad, pvod, dm and renal insufficiency was found in ventricular fibrillation. No attempts at resuscitation was made as the patient was a dnr/dni. The patient was pronounced dead at 7:30 am. The bedside alarm did not trigger a red alarm when the patient went into ventricular fibrillation. The monitor was checked and the alarm volume was set as zero. All bedside alarms were checked and all the alarm volumes were reading zero. All alarm volumes were turned up without difficulty. Update: about 3 days later, one of the questions we are trying to determine is whether the bedside monitor volumes reset to zero or had never been raised initially when the central station went down. At this time, the information we have from patient care services is that the volume control at the bedside monitors appeared to have set themselves to zero at the time of the reboot. We have spoken with biomedical engineering and we have verified that the central station should not/does not control the volumes at the bedside, so we do not have a clear reason for the volumes to have reset to zero. A call has been placed to phillips and we are awaiting a response from them on this issue. It is not an expectation that the bedside monitor volumes be set at a certain number as we have the central station locked, so that the volume there can not be changed. We are writing a procedure for safety checks of the bedside monitors for every downtime of the central station and/or reboot of the central station so that we can assure that the volumes are set as appropriate when needed. We expect the use of the checklist to prevent this type of event in the future. This should be completed by june 20, 2008. In the meantime a debriefing has occurred on the unit and staff are aware of the necessity to check bedside alarm volumes. Regarding maintenance of equipment: on an earlier repair visit, june 7, the phillips technician found the scc - network interface cabinet - to be very dusty and noted it was likely the cause of the malfunction - not definitively - on june 7, 2007. The scc does not have a circulation fan or filters and thus dusting and cleaning is not on the pm recommendations. Phillips is obviously now aware of this and is starting a pm cycle through the ICU's and telemetry unit this week. We will follow-up to assure this is kept up. The issue of biomedical engineer on call not coming to the facility has been addressed with the appropriate staff members. In the future, the on-call staff will come to the facility, assess the problem and then notify phillips when needed.